Event description:
Break in a PICC. Leakage 1 cm under the skin and around 3.5 cm "fran" the hub. The patient didn't get hurt, they flushed it with nacl before the infusion.

Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon.